Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined. A set is not released unless the labeling, material, and process controls were within specification.

Event description:
It was reported by patient's peritoneal dialysis registered nurse (pdrn) that patient completed treatment on the cycler. When the cassette door was opened there was fluid leaking from within the cycler. The patient's pdrn later confirm that the fluid leak did not result in any adverse event. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. Patient was completing continuous cycling peritoneal dialysis after the event. The set was discarded.